Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 400 mg/dl and correction boluses were used to address the high bg level. The customer thought that the infusion sets were the cause of the occlusions; however, as the occlusion alarms had occurred in the past, a system check to determine a possible cause of the event was unable to be performed.